Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm1 to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error 25745 indicating that instrument clutch button on usm1 was unstable or noisy for at least 75m. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a psc fixture test platform (pftp) where the component had passed all relevant testing within specification. Once testing was completed, the insertion clutch switch was inspected, and no faults could be identified. The probable root cause of reported failure is attributed to an issue with the instrument clutch button on the usm.

Event description:
It was reported that during a da vinci assisted surgical procedure, the clutch button on universal surgical manipulator (usm1) was not working on patient side cart (psc). It was further stated that clutch button did not make any sounds and did not work when pressed. The surgeon was able to complete the procedure but did not feel comfortable using the system for the cases to follow and had decided to do those via laparoscopy. An intuitive surgical inc., (isi) technical support engineer (tse) viewed the system logs and noticed an engineering advisory for usm1 instrument clutch button being noisy. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the date and time of procedure were confirmed. The system had initially powered on without errors. The customer had called in the tse for assistance. The usm1 was not working and the procedure was completed with it not being able to function properly. The customer had to disable the usm. The procedure was not completed robotically with all 4 usms as usm1 was not operational. Patient information was provided.